Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range (oor) shock impedance, high oor pacing impedance, noise and oversensing. Technical services (ts) reviewed the data and found the shock impedance to be stable in the past. Technical services (ts) was alerted that the patient was having a ventricular tachycardia (vt) ablation procedure on the day of the reported observation. Ts also noted 2 signal artifact monitoring (sam) episodes with the jumpy impedances for all leads. Ts suspected the cause of the reported observations to be most likely vt ablation procedure and suggested continuing monitoring the system. This system remains in service and no additional adverse patient effects were reported.